Manufacturer narrative:
(B)(4). Analysis was normal. No anomaly was found. (B)(4).

Event description:
It was reported that the patient developed an infection. The system was removed. Patient's condition was stable.